Event description:
(16/18, reference (B)(4) for all attachments and related complaints) per complaint: no disposable pump wont run- res vol 24.6 ml, rate 2.4 ml/hr, given 103.65 ml, unknown if air in line, patient not affected. No further information available.